Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2005. In 2007, the patient presented with a vesicovaginal fistula. The patient is scheduled for vesicovaginal fistula repair. The sling device was successful in curing the patient's incontinence.